Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) drained two helium tanks. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of unit drained 2 helium tanks. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found unit drained 2 helium tanks- replaced high pressure helium regulator, screw set, bushing regulator to resolve issue. Preformed unit checkout. Unit passed all functional and safety testes.